Event description:
A malfunction was reported with a code that was identified there was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the device and provided the necessary instructions to prevent further issues. The customer was informed to reach out if any malfunction recurred, and they confirmed understanding and readiness to continue using the pump.